Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product evaluation summary: the proximal segment of the lead measuring 12 cm was returned, analyzed, no anomalies were found. It was also noted that visual summary analysis of the lead indicated apparent explant damage.

Event description:
The lead was capped and replaced.

Event description:
It was reported that the patient posted on (B)(4) having experienced a "nightmare" where they thought the would "die". The physician was contacted, and indicated that the patient was hospitalized after receiving multiple inappropriate shocks due to a fractured right ventricular lead. The device therapies were turned off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: (B)(4) implantable cardioverter defibrillator 2010 (B)(6); 5076 implantable pacing lead 2010 (B)(6). (B)(4).